Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3057, implanted: (B)(6) 2017, product type: screening device. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an external neurostimulator (ens). It was reported the patient had the trial put in on (B)(6) and stated she didn¿t feel stimulation from the device since the night (B)(6). The patient increased stimulation from 1.2 to 4.8 and report she felt stimulation. The patient planned to try that setting. It was noted the patient felt stimulation in the correct area and the issue was resolved. Additional information from the patient on (B)(6) reported her back was hurting and stimulation was lowered from 2.2 to 1.9 and it went away. The patient stated she was scared she pulled the lead out from bending. The patient stated she was doing well, but expected more improvement. The patient noted she was worried about getting the implant done. She did not want to down for 3 weeks and she would be not able to put on her socks. The patient noted she wanted to put off the implant, as her family had a lot going on and did not have time to help. There were no further complications that have been reported as a result of this event.